Manufacturer narrative:
During the site visit by the field service engineer (fse) a leaking syringe assembly (part number 7-77650-05); a manifold kit valve (part number 7-77612-03); a 2-way bypass valve (part number 7-200607-01) were identified and replaced. A review of the analyzer service history identified a service ticket (05-mar-2018) for daily maintenance errors. At that time the fse replaced the solenoid, manifold mount, tested, with keys (pn 7-205710-01) for the wz upper manifold to resolve the issue. There have been no subsequent contacts from the customer regarding discrepant results since the parts were replaced. The architect system operations manual addresses operational precautions and limitations; troubleshooting of I systems; elevated and erratic sample results, including, but not limited to, leaking syringe assemblies or valves and inadequate buffer dispense at the wash zone. The i1000 service and support manual provides instructions for replacing the syringe assy (rohs); 2-way bypass valve; manifold kit valve; and the solenoid, manifold mount, tested, with keys. The architect cyclosporine package insert provides information for sample handling, interpretation of results, and performance characteristics. A search for similar complaints identified no trend for the syringe assembly; the manifold kit valve; the 2-way bypass valve; or the solenoid, manifold mount, tested, with keys. A review of the architect i1000sr tracking and trending data revealed no systemic issues or trends associated with the erratic results described in this complaint. Based on the investigation no product deficiency was identified for the syringe assembly (part number 7-77650-05); the manifold kit valve (part number 7-77612-03); the 2-way bypass valve (part number 7-200607-01); the solenoid, manifold mount, tested, with keys (pn 7-205710-01); or the architect i1000sr, serial number (B)(4). There was no additonal patient information obtained from the customer.

Event description:
The customer reported falsely elevated architect cyclosporine results on one patient. The results provided were: on (B)(6) 2018, (B)(6), initial = 308 / repeat after questioned by physician = 141 / 130ng/ml (normal range = 100-250; critical >300). There was no reported impact to patient management.